Manufacturer narrative:
Device evaluation is completed. This supplemental report is being submitted to provide this information. Please see the updates in sections: d8, g3, g6, h2, h3, h4, h6, and h10. Olympus technician went on site to repair the device. Technician replaced the cable. The cause of the faulty cable cannot be determined. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria.

Event description:
As reported for this event by the customer, during preparation for use the device image had interference or complete loss of image when operated in conjunction with an hf device. There is no patient involvement and no harm reported to any patient.

Manufacturer narrative:
The data for personal information (initial reporter) cannot be made available due to restrictions imposed by the EU general data protection regulation (gdpr, art. 44-49). The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.